Manufacturer narrative:
Device eval by manufacturer: the needle was returned for engineering analysis, and the complaint of a gas leak from the needle shaft was not confirmed. However, bubbles were seen at the needle to handle location. The needle was inspected under microscope for any holes or defects, and none were noted. The needle was dismantled, and a crack in the glue was found in the connection of the needle handle to the grey tube.

Event description:
It was reported that there was a gas leak from the needle. An icerod cx 90 degree needle/vl was selected for use in a cryotherapy procedure. During the test phase, bubbles were noticed from the needle despite the formation of ice cubes. No patient complications were reported. It was further reported that the bubbles came from the needle shaft at the same location where ice cubes form. The procedure was completed with another icerod cx 90 degree needle. There was no patient impact.

Event description:
It was reported that there was a gas leak from the needle. An icerod cx 90 degree needle/vl was selected for use in a cryotherapy procedure. During the test phase, bubbles were noticed from the needle despite the formation of ice cubes. No patient complications were reported. It was further reported that the bubbles came from the needle shaft at the same location where ice cubes form. The procedure was completed with another icerod cx 90 degree needle. There was no patient impact.

Manufacturer narrative:
Date of event - event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that there was a gas leak from the needle. An icerod cx 90 degree needle/vl was selected for use in a cryotherapy procedure. During the test phase, bubbles were noticed from the needle despite the formation of ice cubes. No patient complications were reported.